Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, gender, weight, race, and ethnicity were not provided. (B)(6). The initial reporter email address was not available / reported. [Conclusion]: the event was reported via pulserider pms (post-market study), on (B)(6) 2022, a patient underwent a pulserider-assisted coil embolization procedure targeting an unruptured aneurysm at the center of the bifurcation of the basilar artery (ba top) using a pulserider 8t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3072781225). The pulserider anrd and coil were successfully implanted. On (B)(6) 2022, it was reported that the patient experienced a cerebral infarction which occurred ipsilateral to the target aneurysm. No medical action was taken. On (B)(6) 2022, the patient¿s nihss total score was 1 point (in ataxic limb). It was reported that the patient recovered on (B)(6) 2022. The treating physician commented that the event was ¿non-serious. The relationship with the complaint pulserider cannot be ruled out. The event was suspected to be related to the procedure.¿ the complaint documented that it is unknown if a continuous flush was maintained through the concomitant prowler select plus microcatheter. On 19-aug-2022, additional information was received. The information indicated that the patient is 62 years old; all other patient related information is unknown. There was no bleeding issue reported. The patient was symptomatic; on (B)(6) 2022, the patient received the nihss test and the result was 1 (limb ataxia). The nihss test was performed for the reported cerebral infarction. Clarification of the nihss score total of 1 point was also provided in the information. The patient received a score of 1 which is the limb ataxia. The score of 1 indicates that one limb was ataxic, however, there is no information on which side the ataxic limb was on. The treating physician thought that the device and the procedure both contributed to the cerebral infarction. There was no malfunction nor device performance issue with respect to the pulserider anrd during the procedure. It was unknown if continuous flush was maintained through the microcatheter. The information indicated that no medical intervention was required for the cerebral infarction. The patient recovered from the cerebral infarction and the ataxic limb with (B)(6) 2022 as the confirmed date of recovery. It was unknown if the reported event resulted in the prolongation of the patient¿s hospitalization. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (3072781225) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, the investigation will be closed. Based on the IFU of the pulserider anrd, infarction is listed as one of the possible complications with the use of the device. Although, the device performed as intended with no reported malfunction/issue and no new patient consequences have been reported in relation to the use of the device, the relationship of the reported event to the pulserider device cannot be excluded. Per the treating physician¿s assessment ¿non-serious. The relationship with the complaint pulse rider cannot be ruled out. The event was suspected to be related to the procedure.¿ based on the additional information received from 19-aug-2022, the patient experienced an ataxic limb (nihss = 1, affected side unknown) post-surgery because of the cerebral infarction. Therefore, this event meets the MDR reporting criteria of a ¿serious injury.¿ based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via pulserider pms (post-market study), on (B)(6) 2022, a patient underwent a pulserider-assisted coil embolization procedure targeting an unruptured aneurysm at the center of the bifurcation of the basilar artery (ba top) using a pulserider 8t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d /3072781225). The pulserider anrd and coil were successfully implanted. On (B)(6) 2022, it was reported that the patient experienced a cerebral infarction which occurred ipsilateral to the target aneurysm. No medical action was taken. On (B)(6) 2022, the patient¿s nihss total score was 1 point (in ataxic limb). It was reported that the patient recovered on (B)(6) 2022. The treating physician commented that the event was ¿non-serious. The relationship with the complaint pulserider cannot be ruled out. The event was suspected to be related to the procedure.¿ the complaint documented that it is unknown if a continuous flush was maintained through the concomitant prowler select plus microcatheter. On 19-aug-2022, additional information was received. The information indicated that the patient is 62 years old; all other patient related information is unknown. There was no bleeding issue reported. The patient was symptomatic; on (B)(6) 2022, the patient received the nihss test and the result was 1 (limb ataxia). The nihss test was performed for the reported cerebral infarction. Clarification of the nihss score total of 1 point was also provided in the information. The patient received a score of 1 which is the limb ataxia. The score of 1 indicates that one limb was ataxic, however, there is no information on which side the ataxic limb was on. The treating physician thought that the device and the procedure both contributed to the cerebral infarction. There was no malfunction nor device performance issue with respect to the pulserider anrd during the procedure. It was unknown if continuous flush was maintained through the microcatheter. The information indicated that no medical intervention was required for the cerebral infarction. The patient recovered from the cerebral infarction and the ataxic limb with (B)(6) 2022 as the confirmed date of recovery. It was unknown if the reported event resulted in the prolongation of the patient¿s hospitalization.